Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, oversensing alerts were observed which inhibited pacing. No inappropriate therapies were observed. Patient was brought into clinic for further testing and oversensing issue was not reproduced. Programming changes were made. Patient was stable and will continue to be monitored.